Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 2991022, 510k #k073291 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion (tlif) surgery, for the treatment of degenerative disc disease. During surgery, while inserting the implant it advanced too far anterior due to anatomy. The doctor then tried to pull the implant back into position, at that time the end of the implant broke and came out with the implant inserter. Reportedly, there is a great deal of the implant that remains insitu. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical examination revealed the implant is broken into multiple pieces. No evaluation can be done in the implants state. There are parts of the implant that are missing. Root cause undetermined. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.